Event description:
While performing cardio-pulmonary resuscitation, defibrillator failed to perform. Defibrillator had discharged correctly twice during CPR on this patient but discharge failed on the third attempt.